Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, unformed)? Did the device cut? If the device cut, was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? Were the donuts complete? Patient pre-op diagnosis: sigma diverticulitis. During firing of the device there was excessive force necessary to fire the instrument. The characteristic cracking noise was detected. After firing the anastomosis appeared to be insufficient at the dorsal part of the staple line. Malformed staples were observed in the dorsal tissue. Anastomosis was overstitched by hand. There were no negative consequences for the patient. Anastomosis was performed in double stapling technique.

Event description:
It was reported that during a laparoscopic sigma procedure, the device did not cut correctly. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.